Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 19nov2020.

Event description:
It was reported that the ventilator shut down. There was no patient involvement. The customer troubleshot with technical support and determined the unit shut down due to a defective power cord and the battery depleted. The customer replaced the power cord, and the circulation fan is surging. The battery voltage was at 12.83 volts. The customer was advised to charge the battery over night to see if the surging fan goes away.

Manufacturer narrative:
G4:10dec2020. B4:11dec2020. Upon a follow up, the customer reported the issue was addressed and the unit was return to service. No further information was provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.